Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced no stimulation except when she changed body position following a fall. The pt fell on her hip. No troubleshooting, intervention, or outcome was reported. Add'l info has been requested, but was not available as of the date of this report.